Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 430 mg/dl at the time of incident. Customer reported that they were treated with bolus. Customer reported customer has been using insulin pump system within 48 hours of reported event. Customer does not alleged insulin pump was under delivering. Customer¿s blood glucose was now decreasing to 403 mg/dl also received an alarm on the insulin pump saying bolus not delivered meant that she did not push the bolus on the insulin pump causing her blood glucose to increase. The device will not be returned for analysis.